Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Customer was unable to provide specifics for the kit or the syringe which prevented us from identifying the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringes that are included in the convenience kits.

Event description:
Customer reported that the needle broke while administering a vaccine, but did not break in the patient's arm. Unsure of how much vaccine the patient received. No product identification was available. No information was received regarding any serious injury as a result of this product malfunction.